Manufacturer narrative:
Patient identifier and age were unavailable. Patient weight was approximated. Device UDI number unavailable. A medtronic representative (rep) went to the site to test and service the equipment. It was found that the right side accuracy was out of specification and was off limits. A calibration for the right side navigation accuracy was performed. Accuracy was then verified on both sides. The failure was resolved. The system then passed the system checkout and was found to be fully functional. No parts were replaced on the system. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a cervical spine procedure. It was reported that navigation had an inaccuracy greater than 5 mm. The surgeon corrected the offset by navigating 5 mm of the correct path. This resulted in the correct trajectory and the screw was spot on. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: information references the main component of the system. Other relevant device(s) are: product ID: 9734733 (software version: 1.0). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation determined that the behavior described is the intended behavior of the software. No failure found. Eval code method is associated with this analysis eval code result is associated with this analysis eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.